Event description:
It was reported that towards the end of a total laparoscopic hysterectomy procedure, the device gave the error message "reposition jaws and re-activate" the device. This error message came up on three occasions. Then all of a sudden, whilst grasping tissue, the top jaw completely snapped off and fell into the patient. The surgeon quickly retrieved the broken jaw and removed from the patient. The surgeon finished the case without the device. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It is possible that when the lower jaw got damaged, the electrode could have shorted and a ¿reposition jaws and reactivate¿ alert screen was seen when the jaws were fully or partially closed. However this was not seen during the analysis. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.